Event description:
It was reported to medtronic neurosurgery that the physician had to explant the external drainage device. According to the report, during the surgery, it was found that the catheter had broken off inside the pt. Allegedly, an x-ray displayed about 10 cm of catheter remaining in the pt.

Manufacturer narrative:
The product was not returned to the MFR as it remains in the pt. Therefore, an eval of the device performance was not possible. The instructions for use that accompany the device caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears. The instructions for use also caution that the catheter should never be withdrawn through the tuohy needle in order to avoid possible transection of the catheter. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire if used) must be removed simultaneously.